Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device rebooting unexpectedly (inoperative) was confirmed. An internal inspection of the device was performed which revealed that the internal flow transducer (ift) cable was unplugged. Ventec plugged the ift cable back in which resolved the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the ift cable was unplugged.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed the device was rebooting unexpectedly. In this state, the device would be inoperative. There was no patient involvement associated with the reported event.